Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were noticed: leaking from the bending section cover or distal sheath (black covering of the bending section), adhesives worn out, left-arm corroded, electrical connector corroded, plastic cover dented and deformed, light guide lens dirty and broken, connecting tube buckling and scratched and foreign material found at the distal end area due to incorrect reprocessing method. The faulty parts were replaced. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing of the evis exera ii duodenovideoscope, bubble and small lesion of the internal sheath of the instrument were found in the biopsy channel. It was reported that the operator manually tested in the endoscope washer with 3 or 4 negative results and the machine reported loss of endoscope. Upon inspection and testing of the returned device, dirty light guide lens and foreign material was found in the forceps elevator due to incorrect reprocessing. This report is being submitted for the event found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 03-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material adhered to the forceps elevator is likely due to not being reprocessed due to leakage with the a-rubber perforation. Therefore, foreign material was presumably adhering to the forceps elevator. Regarding the dirty lens, evidence of physical stress on the distal end and leakage due to the a-rubber perforation, it is likely that the physical stress made a gap within the lens glue and the dirt entered from there. In addition, it is also likely that moisture invaded on the device from the leaking point, which corroded the components inside the lens. The event can be detected/prevented by following the instructions for use which state: IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device at ¿chapter 1 general policy¿ as below: ¿ all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. IFU (operation manual) says as below: ¿ thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital and at olympus. -IFU (operation manual) ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.